Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device showed a service message on its display and all the leds were flashing. It was reported that none of the device's functions were operational at that time. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The customer declined to have the device repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device showed a service message on its display and all the leds were flashing. It was reported that none of the device's functions were operational at that time. There were no reports of patient use associated with the reported event.